Event description:
Patient to MRI for MRI to be completed quickly. When programming vasopressors and sedation drips, MRI pump would not work, read "critical error" on pump a. When attempting to program pump b, pump read "check b door". Reloaded pump numerous times. An anesthesiologist and cvi nurse along with 2 ICU nurses could not get pump to work. Critical drips had to be infused through dial-a-flow, MRI was on hold for over an hour trying to program pumps.